Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During infusion, there was an external leak of fluid coming from the arterial connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.